Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg) ranging from 292-542 mg/dl and correction boluses were delivered to address bg. Customer alleged there was an issue with the pump. Pump system check was performed with tandem technical support and pump was found to be functioning properly. Cts reviewed the pump data and did not find anything out of the ordinary. Customer acknowledged the pump data information. Reportedly, customer administered manual insulin injections and as bg had not lowered with the injections, customer discussed blood glucose issue with a healthcare provider.